Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 15-may-2012. Due to the age of the device, the customer was advised to replace the unit. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, seven (7) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.